Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the pump shuts off on its own. Service evaluation verified the device powered off without user input. The rear case and standard battery were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device, the pump shuts off on its own. No additional information is available.